Event description:
The patient is reportedly experiencing intermittencies followed by loss of lock. Programming adjustments were made and the external equipment was exchanged; however this did not resolve the issue. Revision surgery is under consideration.